Event description:
It was reported that the patient was not reaching efficacy. A catheter dye study was being done on the day of report. The manufacture representative did not think there were any patient withdrawal issues. The catheter dye study found that the catheter was not in the correct location; it was in the lower lumbar area and could not be confirmed that it was intrathecal. The patient was referred to neurosurgery for a catheter revision. The pump system was delivering baclofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).